Event description:
The device had a failure that didn't allow to use it. No adverse effects to patient were reported.

Manufacturer narrative:
The problem could be traced to a component failure. We are unaware of operator/patient involvement.